Event description:
Additional information provided by a nurse at the user facility indicates there was no pt impact/injury associated with this report.

Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.